Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the noise was observed on the rv lead via merlin.net transmission, which resulted in inappropriate atp therapy. Pacing lead impedance was low. The lead was capped and the physician confirmed insulation damage beneath the pocket.